Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as an insect bite that the lifevest was exacerbating the symptoms. There was no alleged device malfunction contributing to the irritation. The patient¿s physician applied ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.